Event description:
It was reported that the ilet screen became intermittently unresponsive and was not displaying battery status, after which the user was instructed to restart the device; the issue aligns with an unresponsive key/button on the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem affecting the touchscreen interface that presented as an unresponsive key/button on the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.